Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced vibration in the legs with stimulation when laying down. The patient took medication and the sensation went away. Surgical intervention is planned to address the issue.

Event description:
Additional meaningful data obtained indicated that the patient's leads were explanted and replaced. Therapy restored post-operatively.